Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm to address the issue. Additionally, insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose (bg) was 509mg/dl. Reportedly, the customer delivered a bolus to address bg level.